Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our french affiliates, during implant of a 20mm sapien 3 ultra valve in the aortic position by transaortic approach, the commander delivery system with crimped valve was stuck in valve cusp. The balloon was inflated with 2 ml and the distal part of the valve was deployed. The commander with valve was stuck so the patient was converted to surgery. The surgery was completed with good results, but patient passed away the following day.

Event description:
As reported by our french affiliates, during implant of a 20mm sapien 3 ultra valve in the aortic position by transaortic approach, during the procedure the valve was correctly aligned between the distal and proximal markers on the inflation balloon, but the commander delivery system with crimped valve was stuck in valve cusp and it was unable to cross the native annulus. The balloon was inflated with 2 ml to facilitate crossing the native annulus, however, the distal part of the valve was deployed in the ascending aorta close to the aortic annulus and the commander with valve was stuck. The patient was converted to surgery and it was completed with good results. However, patient passed away the following day caused by the length of the procedure containing rescue and surgery.

Manufacturer narrative:
A final MDR is being submitted for a completion to the engineering evaluation. The following sections of this report has been updated: update to b4, b5, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided imagery was evaluated, and the following was observed: patient presented an horizontal aorta anatomy. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3u IFU was reviewed, along with the device procedural and patient screening manuals. Warnings include, 'the procedure should be conducted under fluoroscopic guidance. Some fluoroscopically guided procedures are associated with a risk of radiation injury to the skin. These injuries may be painful, disfiguring, and long-lasting'. Potential adverse events note, 'death' and 'reoperation'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for difficulty or inability to cross native annulus and/or bioprosthesis and difficulty or inability to withdraw catheter from deployed valve were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'it was a 20mm sapien 3 ultra transcatheter heart valve implant in aortic position by transaortic approach in a patient with complex anatomy and an aortic angle at 110 degrees. ['] but the commander delivery system with crimped valve was stuck in valve cusp and it was unable to cross the native annulus. The balloon was inflated with 2 ml to facilitate crossing the native annulus; however, the distal part of the valve was deployed in the ascending aorta close to the aortic annulus and the commander with valve was stuck'. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilatation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Per evaluation of provided imagery, the patient presented an horizontal aorta anatomy. Per training manuals and screening manuals 'horizontal aorta' is identified as one of the factors that may contribute to the difficulties crossing native valve and achieve proper valve positioning. In this case, it is likely that angulated aorta may have prevent the commander delivery system and crimped valve advance through the aortic root and valve. As such, available information suggests that patient factors (horizontal aorta) may have contributed to the reported event. Per training manuals, one of the recommended techniques to try to resolve the crossing difficulties is adding a small amount of fluid to the delivery system to inflate the distal balloon. In this case, the balloon was inflated with 2ml of fluid, which cause a partially deployment of the valve in the descending aorta. Since the valve was not totally deployed, it is likely that partially expanded balloon material becoming caught on the thv frame. As such, available information suggests the procedural factors (device manipulation, balloon caught on partially deployed thv) may have cause or contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a follow up. The following sections of this report has been updated: update to b4, b5, d4, g3, g6, h2, h6, h11. The investigation is ongoing.

Event description:
As reported by our french affiliates, during implant of a 20mm sapien 3 ultra valve in the aortic position by transaortic approach, during the procedure the valve was correctly aligned between the distal and proximal markers on the inflation balloon, but the commander delivery system with crimped valve was stuck in the valve cusp and it was unable to cross the native annulus. The balloon was inflated with 2 ml to facilitate crossing the native annulus; however, the distal part of the valve was deployed and the commander with valve was stuck. The patient was converted to surgery and it was completed with good results. However, patient passed away the following day.